Event description:
It was reported that the patient stated a need for new programs for the stimulator, which had been off for a few months while the patient was undergoing radiation. Upon connecting to the battery, an impedance check was performed and high impedance was detected on all channels (40000 across the board). The physician was notified and scheduled the patient for a follow-up. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See pe 708307716 for controller allegations

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.